Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported inflation and deflation issue was not confirmed. The difficulty to remove the protective sheath could not be confirmed as the protective sheath was not returned. It may be possible that the inflation lumen was blocked due to the shaft being bent or entrapped within the anatomy during use resulting in inflation and deflation difficulty; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not reveal any similar incidents. The investigation was unable to determine a conclusive cause for the reported inflation and deflation difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion with no tortuosity and moderate calcification in the left superficial femoral artery (sfa). The armada 35 balloon was slow to inflate and during deflation, negative pressure was applied for 10 minutes with different syringes and inflation devices, but the balloon never completely deflated and was pulled though the sheath partially inflated. Reportedly, there was resistance noted during removal of the protective sheath. An absolute pro was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.